Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis found the customer comment of a loss of connection resulting in a loss of both the electrocardiogram (ECG) and electrograms (egm) was confirmed. Analysis found the customer comment of high amplitude/frequency electromagnetic interference (emi) on both atrial and ventricular channels could not be confirmed but was deemed plausible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer experienced high amplitude / frequency electromagnetic interference (emi) on both atrial and ventricular channels. Troubleshooting steps were taken to include changing the cables, power source, and swapping out the mobile programmer. It was further noted that the mobile programmer generated a diagnostic message indicating that connection had been lost resulting in a loss of both the electrocardiogram (ECG) and electrograms (egm). No patient complications have been reported as a result of this event.